Event description:
The event involved tego¿ connector where it was reported there is a manufacturing problem with tego caps. Tego plugs crack and are very difficult to remove from the dialysis catheter. The type of dialysis catheters has not been changed, let alone the equipment and all the supplies used in hemodialysis. Cracks contribute to an increased risk of bloodstream infections and air embolism in patients. Applying extra pressure to remove the tego connector can lead to a risk of accidental dislodgement of the dialysis catheter. There was a patient involved, and unspecified patient harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1: reporter establishment name: (B)(6) hospital. E1: initial reporter phone number: (B)(6).

Manufacturer narrative:
Many images were attached on the complaint record, the photo with the lot number same as this complaint was opened and no physical damage or anomalies are observed. Five (5) used. List #d1000, tego¿ connector were returned for evaluation. As received, on 2 out 5 samples a torn seal damage was observed. No mating device was returned for evaluation. The 3 samples without damage passed all the test after been tested as procedure. Complaint can be confirmed. The probable cause of tego plugs crack and are very difficult to remove from the dialysis catheter is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 4/16/2025. Corrective actions are in process.

Manufacturer narrative:
Correction: imdrf f and a codes updated. Additional information: b5: additional information was added. Additionally, the customer provided 15 photos to ICU medical, but we cannot determine the lot number from these photos, therefore, we cannot determine the number of complaints for each lot number.

Event description:
A complaint was received regarding a tego¿ connector that experienced crack leading to air in line. It was reported that: ttego plugs crack and are very difficult to remove from the dialysis catheter. The type of dialysis catheters has not been changed, let alone the equipment and all the supplies used in hemodialysis. Cracks contribute to an increased risk of bloodstream infections and air embolism in patients. Applying extra pressure to remove the tego connector can lead to a risk of accidental dislodgement of the dialysis catheter. There was a patient involved, and unspecified patient harm reported. Additional information: the defect found was cracked plug; difficulty removing it. The set up was: the tego connector was connected to the dialysis catheter. There was a patient harm. Air in the catheter connected to the tego. Change earlier than the supplier's procedure (2nd treatment). Initial reporter stated she cannot give more information because these are all identical situations, one ah223 had been done for one of the patients and the others on one and the same ah223.